Event description:
Customer reported he was soda and it agitated and it got into the insulin pump and it wasn't working properly. Customer attempted to bolus and it didn't work the device kept alarming button error. Blood glucose was 185 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing, and no moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.